Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the electric pen drive device seized, was jammed, blocked and heavy moving. It was further determined that the device failed the following assessments at pretest: check direction of rotation, check function with test hand switch, check function with foot pedal and check power with test bench, min. 45 to 90 w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.